Manufacturer narrative:
Additional information has been requested. No part, lot or serial numbers were provided therefor no review of the lot history records can be performed. Risk management files have been review and no new risks have been identified. Rmf 0003 rev. 36 line 12.42. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c. Rmf 0003 rev 35 line 12.73.4 - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation.

Event description:
Information provided states that patient presented with a one-year history of neck pain with associated crepitus 9 years post implanting of m6-c cervical disc at c5/6. The m6-c disc was removed and replaced with patient specific implant.